Event description:
A pdc vivo removal occurred on (B)(6) 2024 due to implant migration.

Manufacturer narrative:
An MDR is indicated for this complaint. A pdc vivo removal occurred on (B)(6) 2024 due to implant migration. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk assessment found that the hazards associated with the complaint and identified and mitigated to a level where the clinical benefits outweigh the risks. A device evaluation could not be completed as the implant was not returned following removal. Imaging did confirm that the implant had migrated. The vivo removal was completed due to implant migration. The submission is 1 of 1 devices involved in this event.